Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella rp device for mechanical circulatory support. During support, impella pump had some noticeable audible sound at the repo sheath and some small vibrations were noted as well. There was no harm to the patient reported as a result of this incident.

Manufacturer narrative:
The investigation for the reported "introducer damage - mechanical" has been completed. The product was returned, and the reported failure observation was not confirmed. Impella rp pump was returned for evaluation for noise and vibration. Returned pump was visually inspected and biomaterial ingestion was observed on the outflow of the pump. Pump was connected and ran to verify the noise issue and vibration reported. Pump was soaked and ran in tergazyme solution water, and it was found that the noise and vibration of the pump was little more across the wall than when running away from the wall. The noise became little better after running the pump in tergazyme solution water for some time. Pump was teared down to visually inspect any impeller damages in pump housing, alignment, ID surface of pump housing, impeller gap, bearing assembly and magnetic shaft. No abnormalities were found related to any mechanical failure. The noise observed while running the pump is just an additional symptom during support but not relative to product damage. Data logs were returned, and low flow was observed relative to motor current spike. The cause of the low pump flow issue was due to biomaterial ingestion observed on the outflow. This report is being filed as part of a retrospective review of historical records.